Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (unknown concentration) 963 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2018. It was reported the patient first heard an alarm on (B)(6) 2018; telemetry not yet performed. The patient was at the emergency department (ed). The nurse heard "2 beeps a minute apart" from the pump. On (B)(6) 2018 the patient experienced a seizure, was spastic and shaking. The patient did not have pruritis and their confusion was baseline. The hcp was concerned the pump was not working. The hcp did not have an 8840 (clinician programmer) to interrogate the pump to confirm pump status. Additional information reported it was confirmed the pump had motor stalls and recoveries. A motor stall occurred (B)(6) 2018; recovered (B)(6) 2018: motor stall occurred (B)(6) 2018 at 0506, 4 hours after the other stall and no recovery to date. The plan was to contact the managing physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the motor stall was not fully determined. A device malfunction was suspected. The baclofen pump was replaced on (B)(6) 2018. The motor stalls, seizure, spasticity and shaking had been resolved. The patient¿s weight was (B)(6). Medical history was advanced multiple sclerosis with spastic paraplegia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol. The date of the event was (B)(6) 2018. Concomitant products included diltiazem, levetiracetam, docusate,multivitamin, mirtazapine, potassium chloride, bisacodyl, calcium with vitamin d, tylenol (acetaminophen), baby aspirin (acetylsalicylic acid), atorvastatin, metoprolol, estradiol, and ferrous sulfate. It was confirmed the patient was being administered lioresal at 963 g/day. The patient was hospitalized for the previously reported events from (b)() 2018 to (B)(6) 2018 with an admitting diagnosis of "acute baclofen withdrawal due to intrathecal baclofen pump failure." The previously reported seizure was described as "one event only". Unspecified "medical treatment" was provided for the baclofen withdrawal.

Manufacturer narrative:
: The pump was returned, and analysis found motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing.: method, results and conclusion code have been updated. Per telemetry the pump was delivering lioresal 2,000.0 mcg/ml; 99.9 mcg/day. If information is provided in the future, a supplemental report will be issued.